Event description:
During a pci treatment procedure, the maverick2 monorail 20x3.0 mm balloon ruptured at two atms of the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 7f mach1 fl4 guide catheter and a pt2 guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'